Event description:
Medwatch form received reports: "radial arterial line snapped on its own upon removal, leaving the majority of the catheter in the patient. Mild temporary harm: expected to revert to patient's baseline. Patient has been transitioned to comfort measures."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch form received reports: "radial arterial line snapped on its own upon removal, leaving the majority of the catheter in the patient. Mild temporary harm: expected to revert to patient's baseline. Patient has been transitioned to comfort measures."

Manufacturer narrative:
Qn# (B)(4).